Event description:
It was reported that the pump alarmed with an error code to change out channel. The pump was running only saline. There was no patient impact. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue that the pump alarmed with an error code while infusing saline could not be confirmed. No product nor device logs were returned for investigation. No further investigation at this time. Device history review: a review of the device history record showed the device had a manufacture date of 08/26/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device history record only.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the pump alarmed with an error code to change out channel. The pump was running only saline. There was no patient impact. Although requested, further information was not provided.